Manufacturer narrative:
(B)(4) teleflex did not receive the product for evaluation, therefore the reported complaint could not be confirmed. The root cause is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor and trend.

Event description:
It was reported via a hot line call from the perfusionist regarding a patient in the operating room (or). The intra-aortic balloon (iab) was placed via the femoral artery. They are attempting to wean the patient and have been unsuccessful. Upon start-up of the pump (s/n (B)(4)) began having helium loss alarms within a few minutes. They have not been able to get the pump to run for more than a few seconds and therapy has been delayed by about 10 minutes. The clinical support specialist (css) first verified that there is no blood in the gas tubing. The css had the perfusionist send a strip of the most recent alarm. There appears to be widened inflation and deflation artifact. The css had the perfusionist verify that there are no kinks in the line anywhere. The patient is flat on the or table. The css had the perfusionist reduce the volume incrementally down to 28cc, but the pump still continued to alarm for helium loss. The css and perfusionist discussed the possibility of a kink internally. The physician decided at this point to remove the iab, and it was immediately replaced with another 40cc iab ((B)(4)). The insertion was uneventful, and they were able to begin pumping with no alarms or issues from this point. The css remained on the line with them for several minutes with no alarms. The css asked the perfusionist to keep the original iab for return.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via a hot line call from the perfusionist regarding a patient in the operating room (or). The intra-aortic balloon (iab) was placed via the femoral artery. They are attempting to wean the patient and have been unsuccessful. Upon start-up of the pump (s/n (B)(4)) began having helium loss alarms within a few minutes. They have not been able to get the pump to run for more than a few seconds and therapy has been delayed by about 10 minutes. The clinical support specialist (css) first verified that there is no blood in the gas tubing. The css had the perfusionist send a strip of the most recent alarm. There appears to be widened inflation and deflation artifact. The css had the perfusionist verify that there are no kinks in the line anywhere. The patient is flat on the operating room table. The css had the perfusionist reduce the volume incrementally down to 28cc, but the pump still continued to alarm for helium loss. The css and perfusionist discussed the possibility of a kink internally. The physician decided at this point to remove the iab, and it was immediately replaced with another 40cc iab (hs60048). The insertion was uneventful, and they were able to begin pumping with no alarms or issues from this point. The css remained on the line with them for several minutes with no alarms. The css asked the perfusionist to keep the original iab for return.